Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mirafilter IV extension set leaked. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device reportedly leaked from its tubing. (B)(4). The device was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing and gravity testing were successfully performed without noting any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.